Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 03-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("fatigue, still significant") in a 44 year-old female patient who had essure inserted (lot no. C38212). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014 the patient had essure inserted. In (B)(6) 2020 she experienced fatigue (seriousness criterion intervention required), dizziness ("dizziness"), migraine ("migraine"), brain fog ("brain fog"), visual impairment ("vision disorders"), anxiety ("anxiety"), hyperthyroidism ("hyperthyroidism"), arthralgia ("muscle and joint pain") and herpes zoster ("shingles"). Essure was removed on 08-dec-2023. The patient was treated with surgery (essure removal). At the time of the report, the fatigue had not resolved. No causality assessment was received for essure with regard to fatigue, migraine, dizziness, brain fog, visual impairment, anxiety, hyperthyroidism, arthralgia or herpes zoster. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jan-2024. The most recent information was received on 16-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. C38212). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2020 she experienced fatigue ("fatigue, still significant"), dizziness ("dizziness"), migraine ("migraine"), brain fog ("brain fog"), visual impairment ("vision disorders"), anxiety ("anxiety"), hyperthyroidism ("hyperthyroidism"), arthralgia ("muscle and joint pain") and herpes zoster ("shingles"). Essure was removed on (B)(6) 2023. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the fatigue had not resolved. No causality assessment was received for essure with regard to fatigue, migraine, dizziness, brain fog, visual impairment, anxiety, hyperthyroidism, arthralgia, herpes zoster or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Lot number: c38212, manufacture date: 2014-03, expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.